Event description:
It was reported that the intra aortic balloon was inserted by a first year fellow. When advancing the device, the central lumen fractured. A wire guide exchange was performed to remove and replace the intra aortic balloon. There was no pt complications.